Event description:
A nurse contacted baxter (B)(4) regarding damage to a minicap transfer set. The nurse relayed a report from the home patient (hp), who alleged that their transfer set was broken. The hp stated they use alcohol to clean their set everyday and it had been in use for about a month. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore, no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.